Manufacturer narrative:
(B)(4). After battery installation, the down button did not work. After further review, there was corrosion underneath the dome switches of the down and enter buttons. Unable to perform displacement test due to the keypad anomaly. The middle (enter) keypad button is cracked. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. Inserted a test p-cap into the retainer ring, and it did lock into place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump case was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.